Event description:
The customer reported that the system's left monitor would not display a clear image. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation and checked the video signal on the cables. The system was tested and found to be working as intended and put back into service.